Event description:
It was reported that the right atrial led exhibited oversensing. A fluoroscopy showed there was no slack in the lead. The lead was capped and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
.